Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that an ar-3740sp, double loaded knotless fibertak knee was reported to be pulled out from under cortex on final tensioning for leat. This occurred on (B)(6) 2025 during a leat procedure. It was reported that anchor was inserted through guide after drilling, malleted in and set correctly by surgeon. Patient was young and had normal bone quality. The case was completed successfully using a different anchor. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.